Event description:
It was reported that this patient with this pacemaker system experienced a syncope event and presented to the hospital. Upon device interrogation, slightly elevated capture thresholds were found but within acceptable range as well as intermittent loss of capture. A lead revision was performed and this right ventricular (rv) lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this pacemaker system experienced a syncope event and presented to the hospital. Upon device interrogation, slightly elevated capture thresholds were found but within acceptable range as well as intermittent loss of capture. A lead revision was performed and this right ventricular (rv) lead was capped and surgically abandoned. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported.